Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ tracheobronchial distal release covered stent was to be used in the left main stem bronchus during a stent placement procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the physician attempted to deploy the stent and when the deployment suture was pulled, the delivery system bowed out of the patient¿s airway. The stent was partially deployed when removed from the patient and the procedure was completed with another ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.